Event description:
During the procedure, the device was inserted from the right groin to the femoral vein. Following removal of the dilator, the cannula was swollen in two places. Another device was used and inserted through an additional puncture site to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The sheath had been kinked. No dilator damage was noted. The sheath was flushed with fluid and the dilator was inserted and successfully advanced through the entire length of the sheath assembly and removed with no resistance or functional anomalies noted. No gap or visual anomalies were noted at the dilator/sheath transition. The dilator was flushed with fluid and the returned guidewire was inserted and successfully advanced through the entire length of the dilator with no resistance or functional anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion difficulties and subsequent device replacement could not be determined.